Event description:
It was reported that the battery door contacts do not work when the door is closed tight. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. No physical damage was observed. During investigation. Low battery indication was on after initial power up self-check. Reading approx. 3.64 volts of direct current (vdc) coming out of the battery holder. Low battery indication is erroneous. The root cause of the problem is faulty main alarm printed circuit board (pcb). Actions were taken to mitigate the reported issue: replace faulty main alarm pcb. No problems or issues were identified during this device history record review.